Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was out of regulation/settings not available seen. Stimulation was able to be adjusted. The patient was reprogrammed. Oor on electrode 13,14. Wanted more right sided coverage. Unable to achieve this. The issue is ongoing. Additional information was received from the manufacturer representative (rep). Rep noted that electrodes 13 and 14 were used in prior programming and so patient saw settings not available on controller which corresponded to impedances > 40,000 on the tablet when the system was read. No additional plans at this time to resolve the issue. Surgery will be required in order to re-establish right sided coverage, however patient not sure he wants to go through this. Weighing his options including system explant and seeking therapies alternative to scs

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.